Manufacturer narrative:
(B)(4). The device has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "broken part was observed when product was opened for pretest". There was no patient involvement reported.

Event description:
Customer complaint alleges "broken part was observed when product was opened for pretest". There was no patient involement reported.

Manufacturer narrative:
(B)(4). One 004551002 rusch greenlite disposable metal mac 2 blade was returned for evaluation. A visual exam was performed and no defects were observed. The blade was attached to a reusable standard fiber optic handle. Once engaged the light transfer was bright with no interruptions. After one more visual review a broken part could not be identified. The complaint could not be confirmed.